Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a total colectomy procedure, only part of the staple line was intact. The surgeon waited fifteen seconds before firing and did not hear audible feedback. There were no patient consequences. Case completed with hand sewn anastomosis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.